Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. Unknown, new jersey, 00000 USA has been used as a default. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd mini¿ pen needle length was insufficient for the injection, and the consumer's blood sugars had "really gone up". The following information was provided by the initial reporter: "consumer called stating she currently uses the bd mini pen needles and has gained weight since covid. Stated her blood sugars have really gone up and she is wondering if she should be using a longer needle. Inquired why bd made the longer needles. Advised consumer that bd made a variety of pen needles so consumers have options. Explained that she should speak with her doctor to determine what pen needle would be best for her to use. Asked consumer for product information and consumer stated she will not provide any of this information."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown. H3 other text : see h.10

Event description:
It was reported that the unspecified bd mini¿ pen needle length was insufficient for the injection, and the consumer's blood sugars had "really gone up". The following information was provided by the initial reporter: "consumer called stating she currently uses the bd mini pen needles and has gained weight since covid. Stated her blood sugars have really gone up and she is wondering if she should be using a longer needle. Inquired why bd made the longer needles. Advised consumer that bd made a variety of pen needles so consumers have options. Explained that she should speak with her doctor to determine what pen needle would be best for her to use. Asked consumer for product information and consumer stated she will not provide any of this information."